Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was exhibiting red screen and triangles, the end user was unable to obtain the error code on the screen, no adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).